Manufacturer narrative:
A ge service representative performed an on stie investigation. The dose rate was adjusted down to 17.4 r/min during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system hlf dose rate was higher than 20 r per min. No patient injury was reported.